Event description:
This lead was explanted and replaced due to oversensing. The physician also chose to change out the ICD at the same time. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated. (B)(6) 2014 - this device was returned.